Event description:
A customer contacted beckman coulter regarding an erroneous platelet (pit) result from a single pt generated by the coulter act 5diff autoloader hematology anlayzer. The sample was first analyxed on a different instrument (coulter lh 750) which reported a pit result on 18 x 10 to third power cells/ul with an instrument generated flag "r", indicated results showed be reviewed. The same sample was then analyzed ont he coulter act 5diff autoloader hermatology analyzer which reported a pit result of 236 x 10 to third power cell/ul and 697 x 10 to third power cells/ul. The second result was printed with instrument generated flag "hh", indicating that the result is above the pt limit set by the laboratory. The sample was then repeated on the lh 750 which reported a pit result 22 x 10 to third power cells/ul with an instrument generated flag "r", indicating results should be reviewed. The account indicated that the correct pit result was 20 x 10 to third power cells/ul, however, data to support this was not submitted. The pit results from the act 5diff autoloader were not reported out of lab. The customer indicated that there has been no report of pt injury or change to pt treatment that can be attributed to this event.